Event description:
Device 2 of 4: reference manufacturer report: 1627487-2017-08213, 1627487-2017-08217, 1627487-2017-08219. Follow up information received indicated the patient's left supra orbital lead was explanted and replaced. During the procedure, the lead was found to possibly be fractured. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 4: reference manufacturer report: 1627487-2017-08213,1627-2017-08217,1627487-2017-08219. It was reported the patient's scs programs were autoreducing. The company representative met with patient and checked impedances and found one lead was high on all contacts. Surgical intervention will be taken to address the issue.